Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No damage to belt clip rails noted. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 275 mg/dl at the time of incident. Customer stated that the reason for his high blood glucose was due to infusion set site infection. Customer declined high blood glucose troubleshooting. Customer also reported to have received a stuck button alarm. Tuck button troubleshooting was performed and customer stated that they were unsure if insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer reported issue with the meter. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.